Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient went to his farm and his dexcom receiver was providing repeated instructions to calibrate. He stated that he got an alert saying that ¿you can't get your data, check your sugar level with a finger stick.¿ at around 3 pm he parked his vehicle and suddenly lost consciousness at the wheel due to hypoglycemia. An ambulance was called, and the patient was taken to the hospital. There they took a blood glucose reading which was 68 mg/dl. At the hospital they treated the patient with IV dextrose 50%. The patient recovered, was discharged after 4 hours, and was feeling normal at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.